Event description:
A (B)(6) male pt contacted zoll customer support to report that this monitor made a high pitched noise when he tried to power it on. Neither battery could power up his monitor. The pt was issued a replacement monitor and two replacement batteries.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is ongoing. The reported problem (will not power up) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the monitor not powering up. The pt received a replacement monitor and two replacement batteries.